Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The nurse stated that the cause of peritonitis was diarrhea. The patient was hospitalized for the reported event. The treatment for peritonitis included injection fortum 500 mg (frequency and route not reported), injection of reflin 500 mg intraperitoneally (ip) (frequency not reported), tablet flucon 150 mg orally (frequency not reported), and tablet cifran 250 mg orally (frequency not reported). The patient remained hospitalized and the outcome of the peritonitis was unknown. Additional information was requested, but is not available at this time.